Manufacturer narrative:
(B)(4). Initial reporter phone number: (B)(6). Contact office phone number: (B)(4).

Event description:
According to the reporter, after a sleeve gastrectomy the surgeon mentioned that he feels that the stiffness of staple lines created with trs is causing an increase in reflux in some of his patients.